Event description:
Guide rod broke while trephine was in use during osteotomy of bone segment. Genioglossus muscle separated from bone segment due to breakage. Muscle was reattached to bone with sutures.